Event description:
It was reported that a patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 49 and 71 hours on the leg. The patient noted the cannula had dislodged from the infusion site and bleeding. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.